Manufacturer narrative:
Concomitant therapies: blood pressure medication and several other unidentified medications. Juvéderm vollure¿ xc, juvéderm volbella® xc, juvéderm® ultra plus xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of massive swelling, warm to touch, pain and low grade fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, pain and fever: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). 6. Adverse events a. Clinical evaluation of juvéderm voluma® xc device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. B. 1-year post-approval study of juvéderm voluma® xc all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). 8. Instructions for use b. Health care professional instructions 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc in the cheeks, juvéderm® volbella¿ xc in the lips and under the eyes, juvéderm vollure¿ xc in the nasolabial folds and juvéderm® ultra plus xc in the marionette lines. Three days after the injection, the patient developed "massive swelling in the cheeks/under the eyes, the cheeks feel warm to the touch, cheek pain and a low grade fever." Two days later, the patient began taking benadryl and pepcid while treating the area with ice/heat. Patient also took oxycodone, that was previously prescribed for another medical condition, for the "cheek pain." Patient had concomitantly been taking xarelto, prozac, klonopin, oxycodone, blood pressure medication and several others." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00639 (allergan complaint # 1459648), MDR ID #3005113652-2017-00640 (allergan complaint # 1459656) and MDR ID #3005113652-2017-00641 (allergan complaint # 1459662). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.